Event description:
It was reported that the external pulse generator's (epg) top knob was loose. The epg has been returned for evaluation. It was further noted that the epg subsequently tested out of specification during manufacturer analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the epg top knob was loose. The upper case was broken, the encoder was pushed inside of device. There was a backlight issue, issue with the connector on the main printed circuit board (pcb) . The encoder stem was contaminated, but functional. One knob was contaminated. The lower case was scratched and dented. The main seal was contaminated. Two case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.